Event description:
This is a spontaneous case report received from a other health professional in united states via regulatory authority (report number (B)(4)) on (B)(6) 2015 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) lot number a78084 on (B)(6) 2014. It was reported that patient came in for an outpatient procedure for permanent sterilization. During placement of essure device on the right ostia, device failed to deploy and did not release on the second recoiling. When removing the device, most of the coil was out. Unable to remove half of the device. Decision was made to proceed with the procedure laparoscopically. Reporter considered it as serious (important medical events). Device was not available for evaluation. Follow-up information received on (B)(6) 2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: lot a78084. Production date: (B)(4) 2012. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty". Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device removal. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, device failed to deploy and did not release on the second recoiling. When physician tried to remove the essure, he was unable to remove half of the device and decided to perform a laparoscopy. All reported events are listed according to essure's reference safety information. The event unable to remove half of the device, regarded as device breakage, was considered serious, while the remaining event is non-serious. Single cases of essure breakage have been reported, mainly during difficult removals. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred when he tried to remove it. Considering the above mention information and as the reported events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident due to the reported intervention (laparoscopy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. It was also informed that the possibility of a deployment difficulty event during the procedure is an anticipated event. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Case considered closed on 18-aug-2015. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, device failed to deploy and did not release on the second recoiling. When physician tried to remove the essure, he was unable to remove half of the device and decided to perform a laparoscopy for tubal fulguration. All reported events are listed according to essure's reference safety information. The event unable to remove half of the device, regarded as device breakage, was considered serious, while the remaining event is non-serious. Single cases of essure breakage have been reported, mainly during difficult removals. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred when he tried to remove it. Considering the above mention information and as the reported events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident due to the reported intervention (laparoscopy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on (B)(6) 2015. The patient´s date of birth was updated. Her height was (B)(6) cm and weight was (B)(6) kg (bmi (B)(6)). Her concurrent condition included obesity. Previous gynecological intervention, problems and procedures were denied. Essure was inserted on (B)(6) 2014. She was not in a postpartum state. Cervical dilation and analgesia with fentanyl and toradol were performed. The insertion was difficult, because essure did not deploy completely. Physician was able to visualize right ostia without difficult. Fluid loss was less than 1500cc and the procedure took 50 minutes; this time included laparoscopic bilateral fulguration. Patient was not hospitalized. According physician, the first plan was insert essure but device failed to deploy completely. An attempt to remove coil was done but it was unsuccessful and half of coil remained in place. The procedure was then turned to bilateral tubal fulguration per laparoscopy. Outcome of the event was reported as good. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, device failed to deploy and did not release on the second recoiling. When physician tried to remove the essure, he was unable to remove half of the device and decided to perform a laparoscopy for tubal fulguration. All reported events are listed according to essure's reference safety information. The event unable to remove half of the device, regarded as device breakage, was considered serious, while the remaining event is non-serious. Single cases of essure breakage have been reported, mainly during difficult removals. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred when he tried to remove it. Considering the above mention information and as the reported events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident due to the reported intervention (laparoscopy). Updated technical analysis is expected.